Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx closure device was implanted. Approximately 2 1/2 years post-implant, a thrombus was observed attached to the closure device. No patient complications were reported. No additional information is known.

Manufacturer narrative:
B3: event date updated. B5: event has been located as a duplicate and captured in previous complaint. B7: additional medical history added. D4: lot number provided.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. Approximately 2 1/2 years post-implant, a thrombus was observed attached to the closure device. No patient complications were reported. No additional information is known. It was further reported that the thrombus was observed at the 45-day follow-up and not 2 1/2 years post implant as previously reported. This event was previously reported and captured under report number 2134265-2020-15703.